Event description:
Customer reported that there was a leak from system pressure dome at 226 ml blood processed. No alarm occurred. Patient is ok. Treatment was aborted without blood return. The customer reported that the instrument is working without issues, no service order is needed.

Manufacturer narrative:
A review of lot c105 was conducted and there were no nonconformances related to the nature of this complaint associated with this lot. This lot met release requirements. Trends were reviewed for complaint category, pressure membrane leak and no trends were detected. (B)(4) have already been initiated to further investigate pressure dome issues. The photo evaluation is still in progress at the time of this report; therefore, final investigation findings are pending.